Event description:
Post redo pulmonary vein isolation rhythmia procedure an intellamap orion high resolution mapping catheter was selected for use. When the physician removed the catheters from the patient, it was observed that one spline of orion catheter was broken from one side. Fortunately, this spline was still on the catheter and didn't go inside the heart of the patient. The procedure was completed without any patient complications. The device is expected to be returned. Additional information revealed the distal end of spline was broken and outside the body the proximal end was broken too.

Manufacturer narrative:
Additional information was received by boston scientific regarding the device malfunction was updated in b5 event description. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. Upon receipt at our post market quality assurance laboratory. Visual examination revealed a spline was detached, and this section was not return. The allegation of catheter damage from the field was confirmed. Based on the device/media analysis the reported issue may be related with some other factors such as handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity.

Event description:
Post redo pulmonary vein isolation rhythmia mapping procedure an intellamap orion high resolution mapping catheter was selected for use. When the physician removed the catheters from the patient, it was observed that one spline of orion catheter was broken from one side. Fortunately, this spline was still on the catheter and didn't go inside the heart of the patient. The procedure was completed without any patient complications. The catheter has been returned for analysis.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. Upon receipt at our post market quality assurance laboratory. Visual examination revealed a spline was detached, and this section was not return. The allegation of catheter damage from the field was confirmed. Based on the device/media analysis the reported issue may be related with some other factors such as handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity.

Event description:
Post redo pulmonary vein isolation rhythmia mapping procedure an intellamap orion high resolution mapping catheter was selected for use. When the physician removed the catheters from the patient, it was observed that one spline of orion catheter was broken from one side. Fortunately, this spline was still on the catheter and didn't go inside the heart of the patient. The procedure was completed without any patient complications. The catheter has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual examination revealed a spline was detached, and this section was not return. The allegation of catheter damage from the field was confirmed. Based on the device/media analysis the reported issue may be related with some other factors such as handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity.

Event description:
Post redo pulmonary vein isolation rhythmia mapping procedure an intellamap orion high resolution mapping catheter was selected for use. When the physician removed the catheters from the patient, it was observed that one spline of orion catheter was broken from one side. Fortunately, this spline was still on the catheter and didn't go inside the heart of the patient. The procedure was completed without any patient complications. The catheter has been returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Post redo pulmonary vein isolation rhythmia procedure an intellamap orion high resolution mapping catheter was selected for use. When the physician removed the catheters from the patient, it was observed that one spline of orion catheter was broken from one side. Fortunately, this spline was still on the catheter and didn't go inside the heart of the patient. The procedure was completed without any patient complications. The device is expected to be returned.